Event description:
It was reported that the customer had failed battery test, check settings, and battery out limit alarms in her alarm history. The customer did not see the alarms when they occurred. She was also helped programming her insulin pump. Her blood glucose level was not reported. She was advised to monitor her insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).